Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported missing pouch could not be confirmed due to the packaging (coil, chipboard box) not being returned. The investigation was unable to determine a conclusive cause for the reported missing pouch. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when unpacking a 2.5 x 15 mm otw trek balloon catheter, there was no pouch in the chipboard box. The catheter was inside a dispenser coil in the chipboard box but it was not in a pouch. The device was not used. Another trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.